Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had his driveline sheath damaged. A repair was performed. Device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: driveline cable, (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files was not performed since log files covering the reported event date were not available for analysis. On-site inspection of the driveline cable revealed outer sheath cracking, thus confirming the reported event. A driveline sheath repair was performed to mitigate the conditions reported. Based on the investigation conducted, the most likely root cause of the driveline sheath damage can be attributed to exposure to uv light and/or design deficiencies. The manufacturer opened an internal investigation for the driveline outer sheath damages. If information is provided in the future, a supplemental report will be issued.